Event description:
It was reported that during an acl reconstruction surgery of the left knee the device broke and remained in the femur when the 4.5mm bone tunnel was being re-build. No patient injuries or significant delay was reported. Surgery was finished with the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported 4.5mm endobutton drill, used in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill broke during drilling. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: drilling over a bent guidewire. Application of excessive force during use, the instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. The root cause of the broken drill tip and subsequent retained tip/foreign body in the femur could not be concluded without further information/device evaluation/medical documentation. The retained femoral foreign body/drill bit is composed of biocompatible 316l stainless steel. Patient impact beyond the reported 0-30 minute surgical delay and the retained foreign body is not anticipated, as the patient outcome was reportedly ¿normal¿; however, it remains unknown if micro-motion is possible. Although 316l stainless steel is implantable, this drill was manufactured and intended as an externally communicating device and not for implantation.